Event description:
A doctor alleged that after light curing mojo light cement for a patient's veneers, the cement was much "brighter" in comparison to the mojo light try-in.

Manufacturer narrative:
The doctor stated that the patient's veneers will have to be removed and remade. It was confirmed with the doctor's assistant, that the patient's veneers will be placed after the replacement mojo light cement is received by the office. The product was not returned, therefore, an evaluation was performed on the retain samples, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot.

Manufacturer narrative:
The product involved in the alleged incident was not returned; therefore, retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints have been received with regard to this lot.